Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso circular mapping catheter other company¿s devices were used during this study: mullin¿s sheaths (cook medical), ensite navx (st. Jude medical) (B)(4) methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient with atrial fibrillation in smarttouch group underwent radiofrequency catheter ablation and suffered cardiac tamponade. No information regarding any intervention or hospitalization is available. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "use of a contact force-sensing ablation catheter with advanced catheter location significantly reduces fluoroscopy time and radiation dose in catheter ablation of atrial fibrillation." The purpose of this study was to evaluate the 'real-world' impact of a novel contact force (cf)-sensing (smarttouch, biosense webster, (B)(6), USA) catheter coupled with an advanced catheter location (acl) system on fluoroscopy time and fluoroscopy dose during atrial fibrillation (af) ablation. The study was conducted between 2009 and 2014. Suspected device is thermocool smarttouch ablation catheter, however catalog and lot number are unknown. Other serious adverse events were reported in this article: 5 patients pericardial effusion in smarttouch group. 2 patients cardiac tamponade with catheter displacement in smarttouch group. 1 patient cardiac tamponade with difficult trans-septal puncture in smarttouch group. 15 patients pericardial effusion in control group. 10 patients cardiac tamponade in control group. The awareness date for this complaint is 10/2/2015 because the article was reviewed on 10/2/2015.